Manufacturer narrative:
The customer reported filter leakage, and returned one used sample of unknown material and lot. Upon initial visual examination, the set was separated at the tubing/filter inlet connection. The tubing was not returned, just the filter and the tubing connected to the outlet port. The filter port was examined under a microscope, which was inconclusive. Without conclusive results on the microscope, or the separated tubing, the investigation was unable to find a root cause. The manufacturing plant was not able to add any additional information or actions. A device history record review could not be performed because the lot number is unknown.

Event description:
Material#: unknown, batch#: unknown. It was reported by customer that while administering paclitaxel to a patient, the patient reported leakage from the 0.2-micron filter. Upon assessment, there were no visible disconnections or loose connections. However, paclitaxel was found to be leaking from the tag portion of the 0.2-micron filter, indicating mechanical or equipment failure. Rcc received a complaint via email. While administering paclitaxel to a patient, the patient reported leakage from the 0.2-micron filter. Upon assessment, there were no visible disconnections or loose connections. However, paclitaxel was found to be leaking from the tag portion of the 0.2-micron filter, indicating mechanical or equipment failure. This issue with the 0.2-micron filter had occurred multiple times over the past week. Given the recurrence, the faulty filter was sent to the manufacturer for investigation. The infusion was promptly stopped, and the line was reconnected to the patient, though locked to maintain a closed system. A healthcare worker retrieved a chemotherapy spill kit, and it was noted that there were 41 ml remaining to be infused. A code brown was immediately initiated. Before the leak was identified, 2 healthcare workers were potentially exposed to the chemotherapy agent. The patient had walked to the bathroom, and chemotherapy had spilled onto the bed, floor, and the patient themselves. Product#: 0.2 micron add-on filter extension set additional information received on 06dec. I have included my responses in red below. For question #6, when I asked the clinical staff for the tracking number, they mentioned they still have it. If you would like for us to send it to you, please let me know and I can connect you with them. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 10-17-2024. 2. Can you please provide the material number of the product associated with reported issue? Unfortunately we do not have a record of the material number as the clinical staff did not keep the packaging. 3. Can you please provide the lot number of the product associated with reported issue? Unfortunately we do not have a record of the lot number either as the clinical staff did not keep the packaging. 4. Can you please provide the total number of occurrences? Not sure about the number of occurrences however, it has been reported a few times in the past although different lot numbers. 5. Did any of the previous events reported to bd earlier? If so, please share the complaint reference number. It has been reported a few times in the past to bd although different lot numbers. 6. Based on the information provided a sample was returned to bd. Could you please share the tracking information for the samples you sent? As per the clinical staff, they still have the filter (below are some pictures). If you would like for them to send it, please let me know and I can connect you with them. Thanks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following information: it was reported by customer that while administering paclitaxel to a patient, the patient reported leakage from the 0.2-micron filter. Upon assessment, there were no visible disconnections or loose connections. However, paclitaxel was found to be leaking from the tag portion of the 0.2-micron filter, indicating mechanical or equipment failure.